Event description:
It was reported that the coil stretched and protruded from the target location. An 8mm x 20cm embold fibered detachable coil system was selected for use in the embolization of a gastrointestinal bleed in the gastroduodenal artery (gda). Everything went smoothly with the case until this last 8mm x 20cm coil. The microcatheter was within the coil pack during deployment, and the release of the deployment mechanism was uneventful as well. The physician was performing fluoroscopy while retracting and did not notice any issue until he saw that the collars of the deployment mechanism within the microcatheter shaft apparently not separated. He ultimately attempted to snare the mandril, but this was unsuccessful. He abandoned more attempts as he didn't want to potentially dislodge the packing coil that was just distal to this stretched coil. The stretched coil was left in place as there wasn't a better solution to try and retrieve. The procedure was completed. The patient did okay. No further action was planned; they will continue to monitor.

Manufacturer narrative:
Media analysis: the device was not returned for analysis; however, the site provided fluoroscopic imagery of the suspected broken coil. The fluoroscopic image was reviewed, and it was confirmed that the coil wire had not broken, and the coil had only been stretched. The reported events of stretched coil and coil protruding from the target location were confirmed. D4: lot number: there were two 8mm x 20cm embold fibered coils placed at the end of the case: lot numbers 34247817 and 33795293. It is unknown which lot number corresponds with the reported event.

Manufacturer narrative:
D4: lot number: there were two 8mm x 20cm embold fibered coils placed at the end of the case: lot numbers 34247817 and 33795293. It is unknown which lot number corresponds with the reported event.

Event description:
It was reported that the coil stretched and protruded from the target location. An 8mm x 20cm embold fibered detachable coil system was selected for use in the embolization of a gastrointestinal bleed in the gastroduodenal artery (gda). Everything went smoothly with the case until this last 8mm x 20cm coil. The microcatheter was within the coil pack during deployment, and the release of the deployment mechanism was uneventful as well. The physician was performing fluoroscopy while retracting and did not notice any issue until he saw that the collars of the deployment mechanism within the microcatheter shaft apparently not separated. He ultimately attempted to snare the mandril, but this was unsuccessful. He abandoned more attempts as he didn't want to potentially dislodge the packing coil that was just distal to this stretched coil. The stretched coil was left in place as there wasn't a better solution to try and retrieve. The procedure was completed. The patient did okay. No further action was planned; they will continue to monitor.